Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported was confirmed. Inspection during failure analysis identified issues consistent with the reported event; the system error logs contained c-84, c-00, m-b0, and m-0b errors. The unit was tested on a system, and all instruments were correctly recognized with all required energy operations performing successfully on all ports. The reported event could not be replicated. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed but not replicated. The probable root cause of error u-04 is attributed to the program memory of the erbe generator being low.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, error u-04 occurred, and vio dv integrated electrosurgical unit (iesu) had no monopolar and bipolar energy output. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power cycle the iesu, but the surgeon declined. The procedure was completing as planned with no reported injury.